Manufacturer narrative:
A ge service representative performed an onsite investigation. The 5vdc power supply was evaluated and voltage was adjusted to the optimal operating voltage. The sbc (single board computer) was recommended for replacement. No conclusion can be drawn as system analysis or repair information is unavailable at this time and no additional service information was provided.

Event description:
It was reported that the system failed to boot up. No patient serious injury or death was reported related to this event.

Manufacturer narrative:
The investigation into the reported event determined that there was no device malfunction. This is not a reportable event. Complaint investigation: it was reported the system was experiencing intermittent boot up problems. Fse evaluated the system and determined the cause of the boot up issues to be the systems single board computer (sbc). Fse replaced the sbc, after which it was verified the system was functioning properly. Actions taken by the fse were appropriate to evaluate and resolve this complaint. The 6800 product line was last manufactured in 2006. Based on the age of the system, this type of failure would not be unexpected and is reflective of the normal wear and tear that is anticipated as the system is used. This complaint does not represent a malfunction of the system.